Event description:
Patient underwent a full revision surgery and the physician reported that there was no patient trauma or manipulation. The explanted lead had to be cut out in multiple pieces so it was discarded. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.